Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. There was no patient involvement, as the issue occurred during setup of the pump and had not been used on the customer at the time of the event.